Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft occlusion); (cause of event is unknown). Conclusion: known inherent risk of procedure (stent graft occlusion); (cause of event is unknown).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported the presence of thrombus on the proximal inner surface of the stent graft. If necessary thrombolysis will be performed. The patient is stable and no additional clinical sequelae were reported.